Manufacturer narrative:
At this time, the customer has not provided a decision on whether or not to repair the iabp unit involved. Three good faith efforts (gfe) were performed and despite our best efforts, no additional information had been provided. The iabp unit has not been cleared for clinical use. If additional information is provided a supplemental report will be submitted. Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 12 month product complaint trend data for the period (feb 2020 through jan 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and when the cs300 was tested for helium leak, an error message was displayed. A supplemental report will be submitted when additional information is provided to us.

Event description:
It was reported that during use on a patient, the iab circuit leak (gas loss) alarm occurred multiple times in the cs300 intra-aortic balloon pump (iabp). The customer refilled the iab catheter and when the connection was checked, the alarm did not stop. The unit was switched for a cardiosave iabp and there were no alarms. There was no harm or injury to the patient and no adverse event was reported.